Event description:
Patient experienced pain for greater than one year was enrolled in (B)(6) clinical study and was implanted with plate and screw, acdf procedure, at level c4-5 on (B)(6)-2004 and acf, plate and screw at level c3-4 on (B)(6)-2008. Patient experienced on-going neck pain with occipital headache and returned to surgeon. A CT scan and x-rays on an unknown date showed pseudoarthrosis at c3-4 and on-set of cervical spondylosis at c6-7. Patient was returned to the operating room on (B)(6)-2009 with plates being removed at c3-4 and c4-5. Patient was re-instrumented from c3 to c7. This is four of four reports for this event.

Manufacturer narrative:
(B)(4): without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.